Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reverting to the set-up mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began possible two weeks prior to contacting lfs. The patient manages her diabetes with insulin (self adjuster). The patient did not take any action in regards to her diabetes management in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged issue, the patient reportedly developed symptoms of sweating and shaking an unknown date/time later; however, the patient denied receiving any form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the csr verified there was no misuse of the lfs product, the patient was not using the subject meter for the first time, and the alleged issue did not occur after replacing the subject meter¿s battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.